Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that on (B)(6) 2022, a re-do mitraclip procedure was performed due to disease progression. The patient had degenerative mitral regurgitation (mr) with a grade of 4+ with prolapse posterior leaflet and flail. A mitraclip was advanced and placed on the valve. However, the clip opened 90 degrees when establishing final arm angle (efaa). Troubleshooting was performed but was unsuccessful. Therefore, the clip was not implanted. Another clip was used to complete the procedure reducing the mr to 1. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported unintended movement associated with clip opening while establishing final arm angle (efaa) was confirmed via returned device analysis. The reported unintended movement (clip open-efaa) appears to be related to a potential product quality issue; therefore, this complaint is related to an open trend exception. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported clip open during efaa appears to be related to a potential quality product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.